Event description:
Information was received from a healthcare professional for a clinical study reported an increase in symptoms. Actions included reprogramming and vaginal tapping on (B)(6) 2014. The device was reprogrammed again on (B)(6) 2015. It was indicated that the event was due to programming. The patient was doing better with the device but had some slight increase in symptoms and was not feeling device apropriately, noting a little stinging. On (B)(6) 2015, the patient was having nocturia and increasing urge accidents. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received reported there was a loss of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.